Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvice floor; urinary dysfunction/sacreal nerve stim it was reported that  the patient has had a lot of retention since they have the implant on february 10th, and they have gained 10 to 15kg because of that. Caller mentioned that patient goes to the bathroom during the night, but they are having a lot of retention during the day. The caller stated that they have tried different settings but they are still having issues. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned that they went to hcp today and they told them to call mdt. The agent reviewed the role and explained mdt cannot provide medical recommendations. The caller expressed being upset with the situation and wants to have a resolution, the caller expressed that this is mdt and urologist fault. Agent recommended taking the patient to ER if necessary. See related (B)(4)- retaining.